Event description:
On (B)(6) 2011, a regional manager in france reported that a neurologist reported that one of his patients was not having any improvement of his seizures and that a high lead impedance had been found. The patient was seen in consultation on (B)(6) 2011. The patient is taking several anti-epileptic drugs and vns therapy. He has not experienced any improvement in his seizure rate since the last visit, and is having currently 6-8 seizures/day, not counting the night seizures. In the last visit, high lead impedance was found. The diagnostic results were the following:- system diagnostic (communication : ok, output : ok, lead impedance : high, dcdc = 4, neos = no)- normal mode diagnostic : (communication : ok, output : ok, lead impedance : ok, dcdc = 4, neos = no) good faith attempts are underway for further details about the reported events.

Event description:
Additional information was received that when the patient was seen in consultation on (B)(6) 2011, there was no high impedance noted and everything was reported to be perfect. The patient is set 30 sec on and 1.8 off and their treating physician will review the patient in three months to review progress. The patient's magnet was not programmed on so guidance was provided to do that. X-rays have not been taken and it is not planned to take any in the near future. No further information was provided at this time. Programming history will be uploaded in the future and sent to manufacturer for review.

Event description:
Additional information was received that the patient was seen in consultation on (B)(6) 2011, to verify the vagal nerve stimulator. At that time, normal mode and system diagnostics returned results pointing at a malfunction of the electrode. No clinical worsening. In fact, there was a reduction in the seizure frequency (3-4 per day) . They are tonic or tonic-clonical seizures which could get complicated by falls with cranial traumatism. On (B)(6) 2012, the generator is interrogated and all the parameters are good: system diagnostics: communication ok. Output status ok. Lead impedance ok. Dcdc 3. Neos no. Normal mode diagnostics: communication ok. Output status ok. Lead impedance ok. Dcdc 3. Neos no. Parameters were not modified. Their therapy is not changed, and includes tegretol lp, sagril and taloxa, which are being progressively reduced. The patient will be monitored. No further interventions planned at this time.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.